Event description:
There was an assembly failure of our stryker recliners. Hairline fractures developed in the wooden frame. There were 102 chairs inspected and all showed cracks. We have had an additional 6 chairs with catastrophic failures that were caught before patient incident. We are categorizing catastrophic failure when the wooden frame is completely broken and unable to support the weight of the chair.======================manufacturer response for recliner chair, stryker symmetry series 1 & 2======================stryker is building a testing fixture for these specific chairs and will begin to test lifecycle and structural compromise. This will take approximately 3 weeks to perform. Stryker will contact us with results. Stryker was onsite to help us determine the scope of the issue and determined that 100% of the 102 chairs inspected were affected.====================reporter indicated they believe there were several incidents with these chairs and it will take some time to go through many years of reports. Stryker indicated they were "somehow exceptionally hard on the chairs which had resulted in the breaking/malfunctioning of the chairs" and in "patient/visitor incidents." Chair model number is l15007. Chairs showed "hairline fracture on both sides of the wooden board that connect the back and the bottom of the chair." They removed the cut the fabric from the back of the chair to look for these fractures. According to the reporter stryker is performing stress tests on the chairs. Stryker sent 20 representatives to the user facility to inspect the chairs. Reporter indicated she has the impression they are not the only facility complaining about the product.